Event description:
Customer reported that the paramedics showed up at her house because she was experiencing low blood glucose. Blood glucose value is unknown. Customer was in physical therapy and requested to be called later. Three attempt to contact the customer were made but could not be reached. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.